Event description:
Patient "late seroma, severe capsular contracture, and total adhesion of the implant to the capsule were found" healthcare professional reported "surgical indication was due to the development of late seroma" and "increased risk of breast implant-associated anaplastic large cell lymphoma (bia-alcl)"later, healthcare professional reported capsular contracture baker grade IV. Later the healthcare professional reported "microcysts, fibrous capsule with synovial metaplasia and dystrophic calcifications". En bloc capsulectomy was performed. This record is for left side. The device has been explanted. The device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade IV.